Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system controller¿s white power cable was not confirmed. Provided information stated that no products would be returned for analysis as the controller was discarded. Although not confirmed, per the provided information the cause of the damage to the controller¿s white power cable was determined to be due to the patient¿s dog chewing on the cable. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6)2023. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller power cables. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's dog chewed through the white power cable on their system controller. The controller was successfully exchanged to the patient's backup system controller. The exchanged controller was disposed of and would not return.